Event description:
It was reported that after a da vinci-assisted surgical procedure, error 23103 on arm 1. The customer wanted to speak swedish but no swedish speaker was available at the time of the call. They were able to manage the call with basic english. She reported an error 23103 on arm 1. The onsite logs was not processed and not visible even by using the manual query. Tse informed that they could disable the arm until service repair: caller acknowledged. The reporter informed that the arm 1 was a must for the next procedure planned the (B)(6) 2026. The tse with the lack of logs could not determine the suspected component. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.